Event description:
It was reported that this pacemaker exhibited a message indicating the right atrial (ra) threshold measurements had increased. Additionally, ra noise, oversensing, and inappropriate atrial tachy response (atr) episodes were noted, which appeared to be due to minute ventilation (mv) oversensing. The mv feature was programmed off, and noise was still observed; although noted to be different, and then loss of capture and impedance measurements of greater than 3000 ohms were noted. Troubleshooting options were discussed with the health care professional (hcp) and would be discussed with the physician. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This report is being filed to update evaluation coding.